Event description:
Rph (registered pharmacist) spoke to the cnss and the pt's spouse who report that the pt's remodulin vial leaked with the vial spike intact. No pharmacy troubleshooting occurred. It is unknown if the leaking was due to an issue with the remodulin vial or with the spike. They report that the pt has no more medication vials remaining and 28 hours of remodulin remaining in the pump. No adverse events or interruption in therapy reported. The pharmacy will refill both the dates of both products is unknown. No further info, details, or dates available. Current remodulin dose: 13.13ng/kg/min. Sq remunity self-fill pt via remunity pump. Pt started using remunity device (B)(6) 2024.